Manufacturer narrative:
Evaluation results: device user was not wearing proper personal protective equipment as recommended by manufacturer. Medical intervention included an eye flush and eye dyed to confirm no damages occurred to the eye. The device user was not wearing ppe appropriately while operating the unit as recommended by minntech consumer documents. Unit was out of warranty and was missing safety clamps (side a and b) on the hld return hose causing excess chemical to flow from unit. Upon opening unit lid, the excess fluid came in contact with device user's eye. A field service engineer went on-site and added missing clamps. Unit was tested and is operating to specification. It has been reported device user is fine and no signs of permanent damage.

Event description:
Upon opening unit lid, rapicide came into contact with device user's eye.